Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted

Event description:
An afx2 bifurcated stent graft was implant in patient that had originally been treated for a rupture approximately a year later , the patient returned, with either a visible leak or sac expansion, therefore , a proximal extension was placed. Following this procedure , a distal piece was also implanted to seal a distal leak later that day. As of date to this report, there have been no additional patient sequelae.

Event description:
An afx2 bifurcated stent graft was implanted to treat an abdominal aortic aneurysm, additionally a non endologix stent was implanted. Approximately 7 months post initial implant there was a persistent type ia endoleak of the cuff, stent "fracture" of the main body, and sac growth. The patient was treated with proximal a cuff extensions.

Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported secondary endovascular procedure for a type ia endoleak proximal cuff extension, that the initial implant was rupture event, and that there was sac growth. The most likely cause of the stent "fracture" was the off-label aortic neck and the burden of multiple endologix and non endologix extension stents. No procedure related harms detected. The patient was discharged home in the stable condition on the first post-operative day. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. B5: describe event or problem - correction. D1: brand name - correction. D4: serial # - removed. PMA/510(k) - correction. H6: patient codes - correction. H6: device codes - correction. The afx vela suprarenal cuff indicated in b5 is being filed under MFR# 2031527-2019-00080.